Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the product was returned used. No visual abnormalities were noticed. Pmv performed functional evaluation: specimen pouch was filled with liquid to test for leaks and none were found. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic wedge resection, while trying to bring the tissue out, the bag was torn. Another device was used to complete the case. There was no patient injury.